Manufacturer narrative:
The patient's age, date of birth, gender and weight were not supplied. Service was not dispatched. No hardware errors, flags or other assay issues were reported in conjunction with this event. The access toxo igg reagent was not returned for evaluation. The cause of this event could not be determined with the information currently supplied. (B)(4).

Event description:
The customer reported non-reproducible igg antibodies to toxoplasma gondii (access toxo igg) results for one patient on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The initial access toxo igg result recovered as reactive. The reactive access toxo igg result was not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer reanalyzed the patient's sample on the same unicel dxi 800 access immunoassay system two additional times and obtained one equivocal and one non-reactive result. Calibration, qc (quality control) and system check were performing within assay and instrument specifications. The patient's sample was collected in a serum separator tube and centrifuged for ten (10) minutes at 2500 rpm (revolutions per minute) at 20 degrees centigrade. No issues with sample integrity were reported by the customer.